Event description:
It was reported that after pre-dilatation, during advancement of the mini vision stent delivery system (sds) towards the target lesion in the heavily calcified mid right coronary artery (rca), the proximal shaft kinked. The angle of the vessel was noted as being difficult to cross and withdrawal of the sds was attempted. During removal, resistance was noted and pulling of the sds resulted in the proximal shaft separating outside the patient. The distal end was removed, but the stent dislodged during the process and migrated to the distal rca. The dislodged stent was embedded into the artery wall with a balloon catheter. The target lesion was also treated with a non-abbott balloon catheter. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen, consistent with the stent delivery system (sds) advanced over a guide wire. The stent implant dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The hypotube was separated 19 cm proximal to the guide wire exit notch, confirming the reported separation. The fracture faces were oval shaped as if kinked prior to separation. The hypotube jacket was separated at the same location. The jacket material at the hypotube separation was stretched and jagged. There were multiple bends throughout the entire length of the hypotube. The inability to cross a lesion can be affected by numerous factors including, but are not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified and tortuous, which likely contributed to the reported difficulties. It is likely that the hypotube kinked during advancement, therefore contributing to the resistance during retraction as there was no damage noted to the sds during the inspection prior to use. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. It was reported the lesion was heavily calcified and tortuous, which likely contributed to the shaft kinking during advancement and the reported resistance during retraction. Further manipulation during attempts to remove the sds would have contributed to the shaft ultimately separating. Additionally, interaction with the heavily calcified lesion and the reported angle in the vessel likely contributed to the stent dislodging as there was no damage noted to the stent prior to use which suggest a product deficiency did not contribute to the reported difficulties. It should be noted the mini vision instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and delivery system components. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.